Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls and calibrations were acceptable when the sample was run. The customer tested the original sample with a non-specific antibody blocking tube and a heterophilic blocking tube, resulting falsely elevated both times. A new sample (redraw 2) was drawn from the patient, also resulting as falsely elevated. The customer could not provide patient sample for further testing. A siemens headquarters support center (hsc) specialist reviewed the data and could not determine the cause of the discordant falsely elevated digoxin results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated digoxin results were obtained on one patient sample when run neat and diluted on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The physician(s) transferred the patient to a different hospital. A new sample was obtained from the patient and was tested in an alternate laboratory using an alternate methodology, resulting lower. Another new sample was obtained from the patient and was tested by the customer, still resulting falsely elevated. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated digoxin results.